Event description:
It was reported by service report that one wheel on the cot would not rotate freely. Further investigation revealed that the issue involved one of the wheels of swiveling due to bad bearings in the caster horn. No pt involvement or adverse consequences are reported.